Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another cochlear device under general anaesthesia on (B)(6) 2026.